Event description:
It was reported that the microcatheter was fractured. A direxion microcatheter was selected for use in the liver. During the procedure, it was noted that the microcatheter was found to be fractured when superselecting the third blood vessel. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.